Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a power on reset (por) message, and that their therapy had stopped. The patient stated that ¿it is behaving extremely strangely.¿ they explained that when they tried to recharge, they got a picture of a doctor with a phone and the letters ¿por.¿ the patient noted that the por screen is intermittent. The patient then started a recharge session with their recharger, and was seeing the informational por screen. Once the patient pressed the audio button, they were seeing the warning por screen. The patient stated that to their knowledge, they have not encountered any emi or a possible overdischarge. The patient mentioned that they charge once a week on sundays. They indicated that their implantable neurostimulator (ins) quit, and they do not feel stimulation. They also stated that everything has been really dry and with static electricity. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated. The patient was implanted for non-malignant pain.